Event description:
It was reported that the pt recently had her bladder removed due to a rare form of bladder cancer. The pt is not well enough to have device removed, so it remains implanted. The device had been turned off but it had turned on by itself twice. It happened once in the grocery store and once at home. The pt is at home and in good condition. Further info is being requested from the hcp.